Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. Six samples were provided to our quality team for investigation. All samples were received loose in three small bags with two labeled batch 4228518, one bag having three syringes with minor missing print each missing less than 50% of the character or graduation line not affecting form, fit, or function; therefore acceptable, and second bag having one syringe with the stopper jammed between the barrel and plunger rod. The third bag is labeled as batch 4324497 having two syringes with damage to the roof of the barrel. The condition observed is non-conforming per product specification. Potential root cause for the stopper jammed and barrel damaged defects is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4228518 and 4324497. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials: 301030 batch#: 4228518, 4324497. It was reported that the bd syringe 10ml s/t bns had a scale marking issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Lot 4228518: 4 pieces of 50 were rejected due to 3 pieces with missing printing and 1 damage to the valve. Lot 4324497: 2 pieces of 60 were rejected due to damage to the pieces. At this time, a scar will not be raised until the stock material is sort, could you please follow up by checking to make sure the material does not arrive in this condition. Additional information provided: I share with you the information about your questions 1. Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. The day was 01/28/2025. 2. Any physical sample available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, we have some samples.